Event description:
It was reported that oversensing was noted via remote monitoring. The lead was explanted.

Manufacturer narrative:
Combination product: yes-

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation and conductor coil were found squeezed and damaged at 30 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, several cuts into the insulation were found, which most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.